Manufacturer narrative:
Suture cartridge was not returned for evaluation. Arthrocare has reviewed product complaint data for this failure mode. Incident rate is less than 1%. Instructions for use provide that careful attention must be made to assure excessive force is not placed on this instrument. Excessive force can lead to device failure.

Event description:
In 2006, a call was received notifying the company that the tip of a smartstitch suture cartridge (catalog # om-8075) broke off in the patient in the middle of a rotator cuff surgery. Attempts were made to locate the loose pieces extending the length of surgical time by approximately 10 minutes. Pieces were not recovered.